Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized. Three days after hospital admission, the patient was discharged. The patient was recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.